Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had to charge the ipg multiple times a week and then loss stimulation approximately one a month ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.